Event description:
During a regular follow-up performed on (B)(6) 2014, atrial impedance was measured over 3000 ohms in both unipolar and bipolar configurations. Atrial oversensing was also observed in episodes stored in device memories. Ventricular measurements are normal. The pacing mode was reprogrammed from vdd to vvir during previous follow-up ((B)(6) 2013).